Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patella trial button was accidently left in-situ. Discovered during post-op clinical follow-up. Update - the trial has been removed from the patient.